Manufacturer narrative:
Based on the review of the device history and sterilization records and product complaint details atrium can find no fault with the product. This lot of mesh passed all quality and performance requirements.

Event description:
Plaintiff also allegedly experienced reoccurrence, free perforation of stool contents with eroded mesh into bowel.

Manufacturer narrative:
We are unable to fully investigate this event as no product code, lot number, or sample was provided.

Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical¿s mesh product. Plaintiff allegedly experienced severe abdominal pain, digestive problems, scar tissue, infection, chronic inflammation, small intestine adhesions and acute serositis, small bowel obstruction, small bowel resection, mesh erosion into small bowel, fistula, mesh removal, abdominal wall washout, abscess, and other revisions and severe complications. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.